Event description:
It was reported that the positioning guide rod was over-tightened and snapped. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Visual examination of the provided picture identified the device had fractured at the rod location. No further evaluation could be made from the provided picture. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the provided picture. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.